Event description:
Procedure: tep totally extraperitoneal. According to the reporter, during a right tep repair of a recurrent inguinal hernia, the balloon expanded in the abdomen, but when they pulled the balloon out, the sheath broke off and stayed in the abdomen. They were able to retrieve the sheath. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes.

Manufacturer narrative:
(B)(4).